Manufacturer narrative:
Block B3: Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients Spinal Cord Stimulation (SCS) lead had migrated as confirmed via X-ray. The patient underwent a revision procedure wherein the paddle lead was placed back to its original position. The patient was doing well postoperatively.